Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 97754, serial# (B)(4), product type: recharger.. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturing representative called technical services to troubleshoot the recharger issue. The patient was not being totally honest in their statements. They did some education and they had not heard any further complaints or comments. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there was pain at the pocket site in the left buttock. Contributing factors that led to the issue were the patient's body type and prior positioning of the ins as well a history of multiple falls. The pain at the pocket site was affecting the patient's ability to recharge successfully stretching all the way back to (B)(6) 2018. The pocket was revised and the battery sits slightly deeper and parallel to the skin in the left buttock. The issue was reported to be resolved and the rep was going to follow up with the patient in 2-3 weeks to help recharge if needed. No further complications were reported.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger, product ID: 97754, serial# (B)(4), product type: recharger. Event date year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to completely charge the ins due to the ins recharger shutting off due to increased temperature. The rep was meeting with the patient on (B)(6) 2018 to troubleshoot the issue. The patient was alive with not injury. No patient complications were reported. Additional information was received and it was reported that it was difficult to charge. The patient saw the temperature gauge screen about 30 minutes into a charging session and that happened more frequently. The rep confirmed that the patient was charging over the top of their underwear, but underneath their think pajamas. The recharger antenna was damaged. The rep had not attempted a charging session yet on (B)(6) 2018. The ins could communicate with another external device. The rep had not tried an antenna locate. The patient had only tried charging on 3 dates: 2017-12-29, 2018-01-24, and 2018-04-08. The coupling bars ranged from 0-3 bars and only 2 of the days had significant charging times. The patient's battery was getting significantly low as they had not charged from the end of january 2018 until the beginning of april 2018. The patient reported they felt like the ins was moving around, but the rep stated it felt like a normal battery position and location. It was possible the ins flipped, so an x-ray was recommended. The rep stated that they will try to charge and if the coupling bars are still low they would suggest an x-ray to the healthcare provider to check the position of the ins in the pocket. They were unable to troubleshoot because they were not in the room with the patient. No further complications were reported or anticipated.